Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the k-wire broke during an operation on (B)(6) 2013, when the last screw was inserted. The screw was inserted as intended. It was possible to remove the k-wire by a stitch incision from the medial side. The tip of the wire remained in the bone near the first screw above the fracture, while the part was removed and thrown away. The doctor claims that this would not compromise the implant and is difficult to be put in relation with the breaking of the less invasive stabilization system (liss). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.